Event description:
It was reported that when removing oasys screws from a patient that was previously fused, one of the tulips popped off. However the surgeon couldn't get the screws out, the surgeon decided to add to the construct (his original plan was to remove oasys & reimplant). The sale rep was able to convince him to continue the construct with oasys. When reimplanting one screw through a previously drilled screw hole, another head popped off.

Manufacturer narrative:
Results: manufacturing files could not be reviewed because no lot number was provided and no part was returned for visual examination. The cause was reported as a patient who had good bone quality and some of the screw heads were locked which made the extraction difficult. Conclusion: it was not known if the screws were inserted tightly against the vertebral body and/or bony growth caused the head to be difficult to remove so the secondary cause is multifactorial.

Event description:
It was reported that when removing oasys screws from a patient that was previously fused, one of the tulips popped off. However the surgeon couldn't get the screws out, the surgeon decided to add to the construct (his original plan was to remove oasys & reimplant). The sale rep was able to convince him to continue the construct with oasys. When reimplanting one screw through a previously drilled screw hole, another head popped off.